Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) partially inserted into an 18 ga introducer needle for evaluation. Signs-of-use in the form of biological material was observed on the guide wire and introducer needle. Visual inspection of the sample revealed one major kink towards the distal end of the guide wire body. The j-bend appeared to be intact. No defects were observed on the introducer needle. Microscopic examination confirmed both welds were attached and fully formed. The kink on the guide wire measured 29mm from the distal weld. The guide wire total length measured 457mm, which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .84mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. The cannula outer diameter measured .0500", which is within the specification limits of .0495"-.0505" per the cannula graphic. The cannula inner diameter at the distal and proximal end measured .041", which is within the specification limits of .041"-.043" per the cannula graphic. The guide wire was removed from the introducer needle. Minor resistance was observed. Upon removal , dried biological material was observed on the guide wire. This was the likely cause of the resistance. The dried biological material was removed, and the guide wire was reinserted. Little to no resistance was observed. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire, dilator or sheath. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The IFU also states, "do not withdraw spring-wire guide against needle bevel to avoid possible severing or damaging of spring-wire guide". The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had one kink near the distal end. The returned guide wire and introducer needle met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the user was unable to advance the swg (spring wire guide) from the advancer as it was too tight. Therefore, a new kit was used instead. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the user was unable to advance the swg (spring wire guide) from the advancer as it was too tight. Therefore, a new kit was used instead. No patient harm reported. The patient's condition is reported as fine.